Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure (batch no. D08060) inserted for female sterilisation. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpongectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: patient tolerate the removal procedure well. Diagnostic results: on (B)(6) 2018 removal procedure findings: normal uterine cavity with no essure visable in either tubal ostia. Scar tissue between uterus and anterior abdominal wall incorporating the uterine bladder. Bilateral tubes and ovaries normal size and mobile. Specimen collected: uterus, cervix, bilateral fallopian tubes; essure dissected out of corneal area on one tube to confirm its presence/´position after uterus out of pt. On 2018 pathology reports diagnoses included: chronic cervicitis, secretory endometrium, dense fibrous adhesions present on the anterior serosal surface and benign fallopian tubes. Gross description: the left fallopian tube is intact, 8.6 cm in length by 0.7 cm in diameter. The serosa is purple gray and smooth. The fimbriae are gray, spongy and ragged. The lumen is patent. A silver coiled wire is noted within the lumen at the proximal aspect. The mucosa and wall are grossly unremarkable. No additional abnormalities are grossly identified. The right fallopian tube is 3.8 cm in length by 0.9 cm in diameter. The serosa is purple gray and smooth. The fìmbriae are gray, spongy and ragged. The lumen is patent. A silver coiled wire is noted within the lumen at the proximal aspect. The mucosa and wall are grossly unremarkable. No additional abnormalities are grossly identified. Most recent follow-up information incorporated above includes: on 25-apr-2018: physician confirmed the essure lot number as d08060. Additional information was provided regarding operative essure removal procedure and pathology reports. Robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy were performed on (B)(6) 2018. Pre/post operative diagnosis was pelvic pain. Pathology reports diagnoses included: chronic cervicitis, secretory endometrium, dense fibrous adhesions present on the anterior serosal surface and benign fallopian tubes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") in a 29-year-old female patient who had essure (batch no. D08060) inserted for female sterilisation. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpongectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: patient tolerate the removal procedure well. Diagnostic results: on (B)(6) 2018 removal procedure findings: normal uterine cavity with no essure visable in either tubal ostia. Scar tissue between uterus and anterior abdominal wall incorporating the uterine bladder. Bilateral tubes and ovaries normal size and mobile. Specimen collected: uterus, cervix, bilateral fallopian tubes; essure dissected out of corneal area on one tube to confirm its presence/´position after uterus out of pt. On (B)(6) 2018 pathology reports diagnoses included: chronic cervicitis, secretory endometrium, dense fibrous adhesions present on the anterior serosal surface and benign fallopian tubes. Gross description: the left fallopian tube is intact, 8.6 cm in length by 0.7 cm in diameter. The serosa is purple gray and smooth. The fimbriae are gray, spongy and ragged. The lumen is patent. A silver coiled wire is noted within the lumen at the proximal aspect. The mucosa and wall are grossly unremarkable. No additional abnormalities are grossly identified. The right fallopian tube is 3.8 cm in length by 0.9 cm in diameter. The serosa is purple gray and smooth. The fìmbriae are gray, spongy and ragged. The lumen is patent. A silver coiled wire is noted within the lumen at the proximal aspect. The mucosa and wall are grossly unremarkable. No additional abnormalities are grossly identified. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.